Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Based on the information received, definitive root cause could not be determined. There was no report of patient injury. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information regarding an intra-aortic occlusion device that presented with occlusion difficulty during a mitral surgery case. During the surgery, the balloon was not able to keep pressure. The surgeon added 2 or 3 cc in intervals to ensure normal pressure. The total volume used was 45 cc. No blood was seen in the field and no heart activity was noticed. The aorta size was not provided, the patient had no aortic regurgitation. The case finished without any other issues. After the completion of the surgery the balloon was tested by the customer. The balloon was noted intact; however, the shape was reported as oval. No patient injury was reported. The surgeon is aware that a small amount of balloon pressure is expected during surgery. This case the surgeon solved the issue by adding more volume then normal. The surgeon normally adds 1 or 2 cc to solve the issue.

Manufacturer narrative:
Through additional investigation, a manufacturing supplier defect was not confirmed. It is expected that the balloon was placed in a position such that the distal shaft was diagonal in the aorta and probably the shaft was already fixated, or had no slack, in such a way that it could not move any more to bend with the balloon in a more longitudinal position in the aorta. The extra volume needed to have the balloon closing the aorta is probably due to the diagonal position were some areas of the balloon were expand more than other areas. The balloon showed its capabilities to occlude different or difficult shapes and to effectively occlude when it is not able to position the balloon longitudinal in the ascending aorta. Based on the information received and through product evaluation findings, operational context most likely contributed to this event. The instructions for use (IFU) were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint trend was assessed and was found to be in control. No corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluated by manufacturer: the reported complaint condition was confirmed. The balloon of the device was inflated and found to be eccentric. The balloon remained inflated and clear for more than 5 minutes and no leaks were observed. Patency test was performed on the remaining lumens and no leaks or occlusions were identified. There was no other visual damage or other abnormalities found on the device. Further assessment is being conducted and when completed a supplemental will be submitted.